Event description:
It was reported that the pt experienced an increase in pain. An alarm was heard and confirmed by telemetry. It was a critical alarm due to a motor stall that occurred prior to implant. The pump stalled in 2008 at 0542, and recovered the same day at 2255. No pt treatment or outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.